Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had been having problems and the pump was not working as it was before. The patient's healthcare provider (hcp) did an x-ray in (B)(6) 2016 and thought the catheter was fine, but the pump was "surging and stopping." The patient had a follow-up appointment to find out the next steps. It was stated the patient's pain level had been higher that it was before and that she had been having volume discrepancies at pump refills in (B)(6) 2016. The pain level being higher than it had been before was noted to have started in (B)(6) 2015.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.